Event description:
Event: unresolved endoleak and stent placement in the graft. Case details: type I endoleak at inferior attachment system. Stents were placed bilaterally in the graft. The left limb was hand sewn in.